Manufacturer narrative:
(B)(4). A technical support engineer troubleshot this issue with the customer over the phone.the customer reported they could not duplicated the alleged malfunction.

Event description:
It was reported that a ventilator had an inoperative code in the memory log. The event did not occur during patient use.